Event description:
In 2008, the pt reported she has noticed air bubbles in the cartridge of her insulin infusion device. She stated she uses room temperature insulin to fill her cartridges. The pt was educated on the proper adjustment of the piston rod when inserting the insulin cartridge. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.